Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of 525 mg/dl. Customer treated with an injection. Troubleshooting found that the pump passed the high pressure test. It was also found that the cannula was bent. Customer was advised to change out set, reservoir and insulin and treat per doctor's instruction. Customer declined high blood glucose troubleshooting. No further details given.